Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that during routine maintenance, the customer reported that the rotaflow console displayed the error message ¿ stop-inp¿. Restarting occasionally resolved the issue. The customer ordered a service by getinge for the device. No patient was involved. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during routine maintenance, the customer reported that the rotaflow console displayed the error message ¿ stop-inp¿. Restarting occasionally resolved the issue. The customer ordered a service by getinge for the device. No patient was involved. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "stop-inp error" could be confirmed. The (B)(4) #rfc control board kit (article number (B)(4)) has been replaced. After the replacement the device is working as intended and is back in use. Based on these investigation results the reported "stop-inp error" could be confirmed. A similar complaint was investigated for the reported failure "stop-inp" in getinge life-cycle-engineering (lce). And the reported failure was caused most probably by a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. The review of the non-conformities was performed on 2026-03-17 and during the period of 2018-10-01 to 2026-03-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2018-10-01. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).